Event description:
It was reported that revision surgery was performed due to osteolysis. The femoral stem and acetabular shell remain implanted. The devices were implanted in 2009. Lysis and soft tissue damage reported.

Manufacturer narrative:
The devices utilised in this case were implanted in an off-label application in the USA, as the hemi-head (large diameter cocr femoral head) is only approved for use in the USA when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (r3 cocr liner or bhr acetabular cup). The r3 metal liner / bhr acetabular cup is FDA approved for us only with a bhr resurfacing femoral head.

Manufacturer narrative:
Lot numbers corrected.

Event description:
It was reported that following implantation the patient's wounds healed without infection, x-rays showed the correct positioning and that the devices received no impacts.